Manufacturer narrative:
H10: h2, h3, h6. The reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolate issue. The customer has provided a picture of the device label and shaft. Visual inspection under magnification of the wand shows dried blood/tissue and minimal electrode erosion. The device was plugged into the controller and activated in saline solution at the default and max settings and performed as intended. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) overheating due to a long activation of the wand; (2) low flow and circulation of saline solution to prevent heating. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, the bevel 45 icw front section was burned, and it could not be used. The device over-heated, and became hot to touch. The procedure was successfully completed without a significant delay using a back-up device. No patient injury, or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.